Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". Concomitant products included ferrous sulfate since (B)(6) 2011, ibuprofen (buprofen) since 2012 and levothyroxine sodium (synthroid) since 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced abdominal distension ("bloating"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), back pain ("back pain"), migraine ("migraines / headaches") and abdominal pain upper ("stomach pain"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient was found to have thyroid cancer ("thyroid cancer"), 5 years 8 months after insertion of essure. In (B)(6) 2017, the patient experienced breast tenderness ("breast tenderness"), hot flush ("hot flashes"), dizziness ("dizziness") and mood swings ("mood swings"). In (B)(6) 2019, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), iron deficiency anaemia ("anemia/ anemia preexisting and has gotten worse"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), fatigue ("fatigue"), pain in extremity ("legs pain") and chest pain ("chest pain"). The patient was treated with estradiol (estrogen) and vitamin d nos (vitamin d). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, menorrhagia, iron deficiency anaemia, pelvic pain, abdominal pain, abdominal distension, dysmenorrhoea, dyspareunia, vulvovaginal pain, back pain, vaginal haemorrhage, female sexual dysfunction, breast tenderness, fatigue, hot flush, migraine, dizziness, thyroid cancer, pain in extremity, abdominal pain upper, chest pain and mood swings outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, back pain, breast tenderness, chest pain, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, hot flush, iron deficiency anaemia, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, thyroid cancer, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for , dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain. Essure not removed. No removal planned. 4 number of coils and the left and 4 number coils on the right remaining in the uterus discrepancy noted as per previous fu: insertion date: (B)(6) 2011, (B)(6) 2011 current weight as of (B)(6) 2019:150 lbs. Approximate weight at the time of essure placement 100 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". Concomitant products included ferrous sulfate since (B)(6) 2011, ibuprofen (buprofen) since 2012 and levothyroxine sodium (synthroid) since 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced abdominal distension ("bloating"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), migraine ("migraines / headaches"), back pain ("back pain") and abdominal pain upper ("stomach pain"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient was found to have thyroid cancer ("thyroid cancer"), 5 years 8 months after insertion of essure. In (B)(6) 2017, the patient experienced mood swings ("mood swings"), hot flush ("hot flashes"), breast tenderness ("breast tenderness") and dizziness ("dizziness"). In (B)(6) 2019, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), iron deficiency anaemia ("anemia/ anemia preexisting and has gotten worse"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), headache ("headaches"), pain in extremity ("legs pain"), chest pain ("chest pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with estradiol (estrogen) and vitamin d nos (vitamin d). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, menorrhagia, iron deficiency anaemia, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, fatigue, headache, mood swings, hot flush, breast tenderness, vaginal haemorrhage, female sexual dysfunction, migraine, dizziness, abdominal distension, thyroid cancer, back pain, pain in extremity, abdominal pain upper, chest pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, back pain, breast tenderness, chest pain, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hot flush, iron deficiency anaemia, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, thyroid cancer, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for , dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain. Essure not removed. No removal planned. 4 number of coils and the left and 4 number coils on the right remaining in the uterus discrepancy noted as per previous fu: insertion date: (B)(6) 2011. Current weight as of (B)(6) 2019:150 lbs. Approximate weight at the time of essure placement 100 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2021: medical record received. Reporter information and rcc added. There was no significant change in the medical context of case as per mail update only imdrf /FDA code changes done. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". Concomitant products included ferrous sulfate since (B)(6) 2011, ibuprofen since 2012 and levothyroxine sodium (synthroid) since 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced abdominal distension ("bloating"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), migraine ("migraines / headaches"), back pain ("back pain") and abdominal pain upper ("stomach pain"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient was found to have thyroid cancer ("thyroid cancer"), 5 years 8 months after insertion of essure. In (B)(6) 2017, the patient experienced mood swings ("mood swings"), hot flush ("hot flashes"), breast tenderness ("breast tenderness") and dizziness ("dizziness"). In (B)(6) 2019, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), iron deficiency anaemia ("anemia/ anemia preexisting and has gotten worse"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), headache ("headaches"), pain in extremity ("legs pain"), chest pain ("chest pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with estradiol (estrogen) and vitamin d nos (vitamin d). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, menorrhagia, iron deficiency anaemia, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, fatigue, headache, mood swings, hot flush, breast tenderness, vaginal haemorrhage, female sexual dysfunction, migraine, dizziness, abdominal distension, thyroid cancer, back pain, pain in extremity, abdominal pain upper, chest pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, back pain, breast tenderness, chest pain, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hot flush, iron deficiency anaemia, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, thyroid cancer, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for , dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain. Essure not removed. No removal planned. Discrepancy noted as per previous fu: insertion date: (B)(6) 2011. Current weight as of (B)(6) 2019:150 lbs. Approximate weight at the time of essure placement 100 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-dec-2019: pfs & mr received. Events: mood swings, hot flashes, breast tenderness, abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), migraines / headaches, nausea, dizziness, bloating, thyroid cancer, back pain, legs pain, stomach pain, chest pain, vaginal pain. Lab data was added. Concomitant drugs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), fatigue ("fatigue") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, menorrhagia, iron deficiency anaemia, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, fatigue and headache outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, iron deficiency anaemia, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for , dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain. Essure not removed. No removal planned. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received reporter information was added. Previously reported event ¿injury¿ replaced by new specific events: perforation: fallopian tubes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), anemia, fatigue and headaches. She did not undergo essure confirmation test. Essure not removed. No removal planned. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.